Manufacturer narrative:
There was no contact phone number provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 9 of 20 for the same event. It was reported from the (B)(6) that before surgery, it was observed that seventeen battery devices and three universal battery charger devices were not working when in use together. There were no delays to the planned surgical procedure. It was not reported if spare devices were available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. A functional assessment was performed and all tests passed with no failures identified. The device was functional. Therefore, an assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.